Event description:
Father reported the infusion device piston rod is damaged and blocks during extension and the infusion device does not deliver the correct amount of insulin. Father attempted to fill the infusion set and noticed that no insulin was delivered, despite the infusion device making normal noise for that process. Father also reported there was insulin in the cartridge compartment of the infusion device. Blood glucose has elevated as high as 400 mg/dl since (B)(6) 2011. Pt corrected hyperglycemia with the infusion device and an insulin pen. On (B)(6) 2011, blood glucose was 400 mg/dl and pt felt sick and threw up. Pt was taken to the hospital at 6:00 pm by his father. Pt was taken off the infusion device and received an infusion, and he was released from the hospital on (B)(6) 2011. Pt started a new infusion device on (B)(6) 2011 and has experienced no add'l problems. Cartridges are not reused and are changed every 9 days. Infusion needle is changed every 2 days and the tube every 4 days. Infusion device was not exposed to water or electromagnetic fields. Pt did no have an infection or start new medication, and normal blood glucose is 120 - 140 mg/dl. Infusion device was replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.